Event description:
Procedure: lap gastric bypass. According to the reporter: staples failed to deploy leaving an open wound. An unintended gastric resection resulted where the stomach was open. Further dissection and application of another staple was performed.

Manufacturer narrative:
.